Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room with high blood glucose of 500 to 600mg/dl. The customer was vomiting, had fever, leg cramps, and was dehydrated; the hospital could not get a proper IV drip as her veins were rolling. The caller stated that the customer had strep throat and diabetes ketoacidosis. The customer was given antibiotics and nausea medicine to help her, but it kept getting worse. The caller changed the infusion set when they got home. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The caller mentioned that the buttons were sticking, and deep scratches on the screen were noted. No further information was provided.